Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a protruded/loose drive support disk. The unit also had cracks on the display window corners, reservoir tube lip and belt clip slot, as well as a scratched lcd window.